Manufacturer narrative:
The hillrom technician found the bed rear and front casters needed to be replaced. The advanta¿ 2 bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in june 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed rear and front casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).